Event description:
A customer complained that a higher than expected vitros tropi es result was obtained from a single patient sample when using vitros tropi es reagent on a vitros 5600 integrated system. Vitros result: 0.177 ng/ml vs expected <0.012 ng/ml . Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros tropi es result of 0.177 ng/ml was reported from the laboratory and the patient was admitted to the hospital where an aspirin treatment was initiated. A corrected report was later issued. Per similar consult from medical safety officer it is highly unlikely this patient will experience any serious long term harm due to the unnecessary short term administration of these drugs. The patient was released the next day and there was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed a higher than expected vitros tropi es result was obtained from a single patient sample when using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the event could not be determined. The investigation could not rule out inappropriate pre-analytical sample processing as a potential contributing factor to the event. The investigation found no evidence to indicate that the customer¿s vitros troponin I es reagents or vitros 5600 system were performing unexpectedly.